Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer complaint reports "PICC inserted (B)(6) 2022 PICC is leaking when flushed where the pink hub meets the catheter (tubing)." No patient harm was reported. The PICC was replaced with a new PICC. The patient's condition is reported as fine.

Event description:
Customer complaint reports "PICC inserted 2-22-22 PICC is leaking when flushed where the pink hub meets the catheter (tubing)." No patient harm was reported. The PICC was replaced with a new PICC. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed with one relevant finding: for material c-15802-018a, lots 13c21f0239 and 13c21d0882, a non-conformance was initiated for an extension line leak during use. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.